Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had 0.3ml left in their pump. The patient was in the ER with symptoms of withdrawal. The hcp planned to refill her pump in the ER. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.